Manufacturer narrative:
Concomitant therapies: and acfol 2 tablets. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
The doctor reported rupture of right implant confirmed by MRI. Device remains implanted.